Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post paced t-wave oversensing. The patient was asymptomatic. Programming changes were unsuccessful and the oversensing recurred. No further information is available.